Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule was retained in the patient and they had been in touch with the physician. The patient was currently stable.